Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation did not support the allegation that the buttons were unresponsive. All four keypad button contacts were clean with no contamination. All four buttons had good spring back. There was no visible damage to the keypad. Evaluation revealed moisture ingress into the pump causing corrosion/rust. The battery compartment was reportedly cracked. The pump was opened and internal compartments were rusted or corroded. The pump's functions were not able to be investigated due to moisture damage.